Event description:
It was reported that during the implant procedure, following connection of the device to the leads, oversensing was noted on the right atrial (ra) lead and right ventricular (rv) lead leads. The oversensing was non-physiologic and reproducible with pressure/manipulation of the device header and leads. Fluid ingress was noted in the device header. The leads were disconnected from the device and cleaned. Following re-connection to the device oversensing was still noted with device/lead manipulation. The device was removed and a new device was connected. Oversensing was not observed after connection to the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the returned device indicated a damaged grommet.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).